Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog #: 55840006540, 510k#: k113174 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having revision surgery due to screw deviation at l4/5. It was reported that after plif was performed at l4/5, since it was found that right l4 screw had deviated from pedicle, it was replaced and reinserted. Initial surgery was performed on (B)(6) 2020. It was reported that the patient felt pain. The product had been returned to the patient. No further complications were reported.